Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event may have occurred due to user handling such as the following: -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the device. However, the root cause of the event could not be identified. The event can be detected and prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography, using this duodenovideoscope, the disposable tip fell off within the esophagus while the scope was exiting the patient. The cover was retrieved with graspers after it was found within the tracheal rings. The procedure was delayed for one hour. The procedure was not completed with the same devices. The device was inspected before use. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) - duodenovideoscope, (B)(6) - single use distal cover. This report is for c23194317.

Manufacturer narrative:
This device was returned for evaluation. Inspection findings were: production label was peeling; control knob play was loose; distal end megaohm value is 30 and is corroded with dents around the hold ring; objective lens had minor chip, not affecting image, light guide lens was chipped around the edges, needs re-glue, bending section glue was lifted and light guide tube was squashed near distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.